Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was twiddled back to the device pocket. Additional information was received from the field indicating that the patient manipulated the device and manually pulled the rv lead back. This rv lead was then explanted. No additional adverse patient effects were reported.